Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that roughly around 2015, the patient had loss of therapeutic benefit so they had the deep brain stimulation (dbs) system removed. The patient stated that therapy did not help enough so when the battery died "early" they decided to not have the implant replaced.  They clarified that they always had to change the programs and that one program worked for their legs really well but when they went back to it, it was not the same (they lost therapy). Originally they were only going to remove only the implant but then decided to remove everything (implant and lead).